Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the study number with hospital and patient. As the device remains implanted, no further investigation of the device can be conducted. H6 investigation findings c19 refers to the product history review: a review of the manufacturing records indicated the device met pre-release specifications. Further investigation is being conducted and will be included in the final report. Cbas® heparin surface incorporates carmeda-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Gore received an adverse event alert from a retrospective vbx 21-04 study from the medrio database. On (B)(6) 2020, the patient underwent endovascular treatment for a branched endovasclar aortic aneurysm repair (bevar) with a cook t-branch device as main body as well as an iliac branch component and an abdominal aortic stent graft component including heparin use during the index-procedure. Gore® viabahn® vbx balloon expandable endoprostheses (vbx devices) were implanted in the superior mesenteric artery (sma), the celiac trunk, and two in the left renal artery together with a bare metal stent. The devices were successfully navigated to their intended locations of deployment, deployed as intended, the delivery catheters successfully removed, and the devices were patent at the end of the procedure. There were no adverse events during the procedure and no adjunctive procedures were performed. On (B)(6) 2025, the patient presented with a stent breakage in the superior mesenteric artery. The adverse event is still ongoing. Medical or surgical intervention was needed, and treatment, namely a reintervention is required. As primary relationship vbx stent graft-related was mentioned.

Event description:
Gore received an adverse event alert from a retrospective vbx 21-04 study from the medrio database. On (B)(6) 2020, the patient underwent endovascular treatment for a branched endovasclar aortic aneurysm repair (bevar) with a cook t-branch device as main body as well as an iliac branch component and an abdominal aortic stent graft component including heparin use during the index-procedure. Gore® viabahn® vbx balloon expandable endoprostheses (vbx devices) were implanted in the superior mesenteric artery (sma), the celiac trunk, and two in the left renal artery together with a bare metal stent. The devices were successfully navigated to their intended locations of deployment, deployed as intended, the delivery catheters successfully removed, and the devices were patent at the end of the procedure. There were no adverse events during the procedure and no adjunctive procedures were performed. On (B)(6) 2025, the patient presented with an endoleak type 1c in the superior mesenteric artery. Medical or surgical intervention was needed, and treatment, namely a reintervention was conducted on (B)(6) 2025. An endoleak type 1c was treated, due to the sma stent fracture, with the implantation of an ivascular icover 9 x 57 mm stent. The device was patent at the end of the procedure. The patient was discharged one day later. As primary relationship vbx stent graft-related was mentioned.

Manufacturer narrative:
B5: describe event or problem was updated again because of updated study adverse event alert.

Manufacturer narrative:
B5 describe event or problem was updated. Engineering evaluation: the complaint reports a vbx device endoprosthesis stent breakage observed in cta imaging five years after implantation and an associated type 1c endoleak. Clinical images associated with the complaint were evaluated and a stent wire pattern disruption was observed, confirming the reported failure mode of stent breakage. Contrast is visible outside the implanted devices in the clinical images consistent with the report of an endoleak, though the type of endoleak cannot be confirmed by imaging evaluation. The imaging evaluation also noted calcium near the location of the wire pattern disruption. While interactions with calcium may have contributed to the observed stent breakage, a causal connection cannot be made and no root cause for the breakage and endoleak can be established based on the information available.

Event description:
Gore received an adverse event alert from a retrospective vbx 21-04 study from the medrio database. On (B)(6) 2020, the patient underwent endovascular treatment for a branched endovasclar aortic aneurysm repair (bevar) with a cook t-branch device as main body as well as an iliac branch component and an abdominal aortic stent graft component including heparin use during the index-procedure. Gore® viabahn® vbx balloon expandable endoprostheses (vbx devices) were implanted in the superior mesenteric artery (sma), the celiac trunk, and two in the left renal artery together with a bare metal stent. The devices were successfully navigated to their intended locations of deployment, deployed as intended, the delivery catheters successfully removed, and the devices were patent at the end of the procedure. There were no adverse events during the procedure and no adjunctive procedures were performed. On (B)(6) 2025, the patient presented with a stent breakage in the superior mesenteric artery. Medical or surgical intervention was needed, and treatment, namely a reintervention was conducted on (B)(6) 2025. An endoleak type 1c was treated, due to the sma stent fracture, with the implantation of an ivascular icover 9 x 57 mm stent. The device was patent at the end of the procedure. The patient was discharged one day later. As primary relationship vbx stent graft-related was mentioned.